Event description:
It was reported that the patient with this right atrial (ra) had an underlying atrial fibrillation. Boston scientific technical services (ts) explained that the lead exhibited some undersensing and made changes to minimize the inappropriate exit of atrial tachy response (atr) mode switches. The lead remains in service. No adverse patient effects were reported.